Manufacturer narrative:
(B)(6). (B)(4). X-ray review shows that scoliosis degenerative deformity correction performed demonstrated rod failure at l5-s1. Overall bone quality and osteoporosis on ap and lateral x-rays provided. Hardware placement appears appropriate. Surgery (initial) date is (B)(6) 2013. Factor which may contribute to hardware failure include failure of fusion. No CT image is available to assess fusion status.

Manufacturer narrative:
Additional information: product analysis:visual review confirms rod breakage. Mas crown and set screw rod interface witness marks noted near fracture surface. Significant smearing of the fracture surfaces is noted. Optical and microscopic fracture surface examination identified a quasi-brittle fracture with some evidence of starburst pattern rays emanating away from the origin of crack propagation, which are indicative of overload. Dimensional inspection confirms conformance to print specification. After visual, optical and dimensional inspection, in addition to the verification of conformance to relevant material properties, of no evidence was found that would suggest a defect in manufacturing or processing of the associated implant; unable to definitively determine specific root cause of the foregoing event from the available information.

Event description:
It was reported that the patient underwent a spinal fusion pelvis -t7 with deformity correction, pso surgery on pelvis-t7. Post-op, the implanted rods got broken. Patient suffered from pain post surgery. Patient underwent a revision surgery as a result of the event and new rods were implanted.